Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: pump not primed warnings were observed in the black box with force readings at zero. The daily insulin delivery totals correctly reflected the user's programmed basal rates. Before the rewind step, the pump displayed the appropriate warning: "disconnect infusion set from your body¿. During the load step, the pump failed to recognize the cartridge and a ¿no cartridge detected¿ warning occurred. The force sensor calibration test revealed that the sensor was not detecting the correct force at 5 pounds which prohibited further testing due to the inability to load the cartridge. The pump was opened and one of the force sensor pins was observed to be damaged. The battery cap was unavailable for testing; a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with a load step malfunction. The reporter stated that on (B)(6) 2014, the pump pushed 3/4 of the cartridge during a load step and that the patient was connected to the pump when this occurred. The user guide recommends being disconnected during a prime/load step sequence. It was reported that the patient was on u500 insulin, was then weak, and ems was initiated. No blood glucose (bg)values were provided and reportedly, the patient was hospitalized, treated with IV glucose, IV fluids and dietary supplements. Reportedly, the current bg ((B)(6) 2014) was 205mg/dl, the IV glucose drip continued and the patient remained hospitalized. It was reported that there were no pump setting adjustments before or after the alleged event and no further information was provided regarding pump use. This complaint is being reported for alleged hypoglycemia associated with a load step malfunction.